Event description:
The customer called to state she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated, she changed the infusion set three times while hospitalized, and the insulin pump kept alarming no delivery. Troubleshooting was performed and the insulin pump passed the prime test without giving any alarms. The insulin pump was programmed correctly as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.